Event description:
On 7/3/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/3/24. On 7/9/24 a beta bionics customer care agent followed up with the user about the event. The user reported experiencing multiple episodes of low bg while using the pump, leading to a recent ER visit where their blood glucose dropped to 23 mg/dl. Immediate health effects included difficulty speaking and moving. The user was treated with a glucose IV. The user was released the same day after stabilizing. The user admitted to sometimes forgetting to announce meals on time. At the time of the call, the user was not using the ilet due to a lack of continuous glucose monitors (cgm).

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data does not show any hypoglycemia on the reported event date of 2024-07-03. There are episodes of hypoglycemia on (B)(6) 2024 where the hypoglycemia follows a period of hyperglycemia during which meal announcements are delivered late in the glucose excursion. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without a precise event date, the performance of the ilet during this event cannot be evaluated and the cause of the event cannot be determined. However, the user admitted to announcing meals late; this results in an excess of insulin as the ilet responds to hyperglycemia and puts the user at an increased risk of hypoglycemia. This pattern of behavior is likely what caused this hypoglycemic event.